Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared on this pacemaker system due to high out of range pacing impedance measurements on this right ventricular (rv) lead, measuring greater than 2000 ohms. It was noted that in the last couple months another out of range impedance measurement occurred. The patient's rv lead is a non-boston scientific product. At this time the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated since may 2018, four lss have been declared on the rv lead due to intermittent high out-of-range pacing impedances. Boston scientific technical services (ts) noted there was noise and oversensing on the right atrial (ra) lead and rv lead. The patient did not experience asystole. Ts discussed there may be a spring contact issue in the device header on the rv lead. Troubleshooting was performed and the thresholds were stable in both the unipolar and bipolar configuration on the rv lead. The physician planned to increase the upper oor impedance limit on the rv to 3000 ohms. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.